Event description:
The customer reported erroneous low platelet test results were obtained for two patient samples when using the coulter lh 750 hematology analyzer. In addition the instrument did not flag for platelet clumps. Erroneous test results were reported out of the laboratory. The platelet results were reviewed per laboratory protocol. Corrected reports for both patients indicated that the samples had platelet clumps and were reported out as adequate. No reports of death or serious injury, and no affect to patient treatment as a result of this event. This event represents event 2 of 2 events reported by this customer.

Manufacturer narrative:
The samples were collected in 3ml bd vacutainer tubes and were stored at room temperature. Controls were run before and after this event and were within acceptable ranges. Per beckman coulter, inc. (Bci) labeling platelet clumps are a known interfering substance. Bci does not claim to identify every abnormality in all samples. Beckman coulter... Raw data analysis provided the following: based on raw data analysis, platelet raw count for each second behaves well. The three apertures are consistent. The algorithm uses log-normal fitted histogram to recover the large platelets and/or some of the clumped platelets. Since no significant platelet clump pattern is present from the cell distributions, the instrument algorithm did not generate the platelet clump flag. The field service engineer verified and checked the diluent dispensers, red blood cells (rbc) and white blood cells (wbc), apertures, latex for both apertures, and the diluent/lyse timing. All were well within specification and operating normally. The root cause based on raw data analysis indicated that the platelet clump pattern was not significant enough to generate the platelet clump flag. The low platelet count is likely due to platelet clumps. This reportable event was identified during a retrospective review conducted between (B)(4), 2008 and (B)(4), 2010 of complaints for additional reportable events. This MDR represents event 2 of 2 reported by this customer. This MDR is related to the following MDR that has been reported: 1061932-2009-00020.